Event description:
A customer reported an issue with a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by cts, and after the reset, the pump no longer displayed the error code. The customer successfully started their sensor session without further issues.